Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance values up to 139 ohms. Technical services (ts) analyzed impedance trend data and found that this rise had been gradual of the past several months with calcification being the suspected cause. It was suggested to reprogram the upper limit of this measurement. No adverse patient effects were reported. Currently, this lead remains in service.